Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a foreign material on the hub of a connector is confirmed and was determined to be manufacturing related. The proximal and distal pieces of an nxt connector were returned for evaluation. An initial visual observation showed the connector pieces were returned unassembled and no obvious evidence of use was observed on the samples. A black residue was observed on the thread of the red hub of the proximal connector piece. A microscopic observation revealed the black residue was lustrous and pliable and was able to be moved around on the surface of the hub. The black residue was able to be removed with an ammonium chloride antimicrobial wipe but did not dissolve. The residue appears to likely be excess ink from the printing process of the connector.

Event description:
It was reported that contamination at the interface of the connection fitting was found after the package was unpacked when the PICC was placed for the patient.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq0706 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that contamination at the interface of the connection fitting was found after the package was unpacked when the PICC was placed for the patient.